Event description:
Olympus was informed that during a therapeutic esophagogastroduodenoscopy (egd) procedure, the loop cutter was used to remove a suture. However, after inserting the loop cutter to cut the suture, the loop cutter reportedly failed and would not open. A small body endoscope (model and serial number unk) was then used and the suture was cut with the use of a needle knife (model unk) and was eventually removed. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The facility's staff indicated that the device was isolated after the procedure and it will be returned to olympus for eval. The cause of the user's experience was isolated to an apparent user error due to an off-label use of the loop cutter. The device instruction manual states, "this instrument has been designed to be used with an olympus endoscope. It is used to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The device instruction manual also warns user "not to use the loop cutter to cut any object other than the surplus of olympus loop, such objects other than the surplus of loop may include, stent wire, sewing threads and loop stoppers. If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instruments, and it may become difficult to safely remove the instrument from the body." This report is being submitted as a medical device report in an excess of caution.